Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2014 with the following findings: the pump case was damaged and chipped on the external side near the cartridge compartment. The cartridge and battery caps were not returned with the product, so a test battery cap was used for investigation. Unrelated to the original complaint, the keypad cover was peeled off the base. All of the button contacts were missing. There was no contamination found on the button contact bases. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.